Event description:
Pt's mitral valve replaced with hancock medtronic valve, upon evaluation after placement-determination made by surgeon to remove prosthetic valve and replace with another prosthetic valve.